Manufacturer narrative:
The valve remains in the patient, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployed, the certified registered nurse anesthetists (crna) mistakenly rapid paced the patient at 180 beats per minute (bpm), instead of control pacing as the physician instructed. This mistake resulted in ventricular tachycardia and hypotension. Advanced cardiovascular life support (acls) measures were taken; the patient was shocked, medications were administered and a few chest compressions were performed to circulate the medications. The rhythm recovered and the blood pressure improved, however the systolic pressure was still 40-60 mmhg. The valve was deployed at an acceptable depth, as confirmed by angiogram and echocardiogram. The blood pressure did not improve, therefore additional acls measures were taken, including full compressions. After approximately two rounds of chest compressions, the valve had migrated ventricular. The patient was placed on femoral to femoral bypass for circulatory support. The valve was attempted to be snared into a more appropriate depth, however, the valve continued to migrate ventricular. The valve was snared out of the annulus and a second valve was implanted. The femoral to femoral bypass was discontinued and an intra-aortic balloon pump was inserted and activated. The patient's vitals improved. No additional adverse patient effects were reported.